Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient suffering from phrenic nerve stimulation presented in clinic. Upon interrogation, the right ventriclar lead exhibited capture anomaly, low impedance, and sensing anomaly. On (B)(6) 2015, the lead was capped and replaced the patient was in stable condition.